Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the user identified the needleless connectors provided in the packages were not able to be flushed. The following information was provided by the initial reporter. The customer stated: it was reported that there was blockage we had an issue with a box of 20 ga. IV catheters (1.1 x 25mm). Lot # 1274954 ref # (B)(4). The needleless connectors provided in the packages were not able to be flushed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte with cap along with the product packaging for a 20g x 1.00in. Nexiva unit from lot number 1274954. The nexiva device itself was not returned. A gross visual inspection of the returned q-syte found that slit was not present on the top disk. A circular imprint was visible in the center of the top disk with a half circle tear running along the edge of the circular imprint. Further microscopic inspection found that the tear was jagged and rough, indicating that the material had likely experienced tensile stress. Based on these observations and your reported issue, the force applied during attempted actuation in the user environment likely led to the markings and tear seen on the returned device. Your reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a missing slit as a result of a broken/missing blade, or a mixed product of non-slit septum with slit septum. This was missed during the inspection process. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.